Event description:
The facility representative reported to baxter (B)(4) that the upper port of a clearlink continu-flo set is not opening up and allowing fluid to flow. The port was connected to a phaseal (semd) device from bd. The drug being infused was vincristine at 400 cc/hr. When this occurs, the pump being used also alarms "upstream occlusion." The nurse disconnected the phaseal, flushed, and continued the infusion. To mitigate this issue, the customer has advise the nursing team to disconnect the line before the phaseal and flush through the device and then reconnect. This event occurred during infusion. There was a patient involved, but there was no report of patient injury or medical intervention in association with this event. It is unknown how long the device was in use or when the problem was noted. The bag was not squeezed due to the nature of the chemotherapy contents. The customer reports that it is assumed the tap valve was inverted and tapped. There is no additional information available.

Manufacturer narrative:
(B)(4). This is a product not distributed in the u.s. And does not have a 510 k number. A batch review could not be completed as the lot number was not provided by the customer. The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).